Event description:
Telemetry unit cardiac monitoring server malfunctioned for approximately 45 minutes. Twelve patients were affected and had to be monitored by nursing staff while bio-medical engineering had to reboot the system and get the server to function again. There were no patient adverse outcomes.